Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 lead implanted: (B)(6) 2009; 5076-52 lead implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a charge time of 17 seconds occurred, but with no alert triggered for excessive charge time. About one month later, the device reached rrt (recommend replacement time), and a few days after eos (end of service) triggered due to excessive charge time of 16.7 seconds. The device was explanted and replaced. During the procedure, the physician noted three apparent defects in the insulation of the lv (left ventricular) lead. The defects were repaired with medical adhesive silicone type a and covered with anchoring sleeves. The lead remains in use. No patient complications have been reported as a result of this event.